Manufacturer narrative:
Pt ID and pt weight: unknonown. (B)(4). Method: lot order search. Results: a lot order search was performed and there were no similar complaints found. (B)(4).

Event description:
It was reported that the surgeon loaded the three piece silicone into lens into the injection system, however, was unable to eject lens into the patients eye due to the inability to twist the top of the injector. Reporter stated the injector was too tight. There was no patient contact.